Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist device (lvas), serial number (B)(6), and the reported multi-system organ failure and subsequent patient outcome could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The hm 3 lvas instructions for use lists multiple types of organ failure and dysfunction and death as adverse events that may be associated with the use of the hm 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU, ¿introduction¿, lists various forms of organ failure and death as adverse events that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had passed away due to multisystem organ failure. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed. The pump was not explanted.

Manufacturer narrative:
H6: 3261 - multiple organ dysfunction syndrome. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.